Event description:
It was reported that 3 unspecified bd intravascular administration sets experienced leakage. The following information was provided by the initial reporter: material - unknown - batch - unknown there have been three events we have identified involving bags leaking the tech is priming the bags as we instruct them to do we were told during training that the spike to be turned on the same side of the bag or parallel with the bag vs on a 90degree angle ¿ so during the dispensing it is possible that the rph on drug entry is trying the spike and that is then causing this to be loosened enough to cause this leak. I am also being told that the spike is a bit narrower that what we used to use and this too may the source of the issue.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of IV spike leaking could not be verified due to the product not being returned for failure investigation. The root cause of this failure could not be identified without a failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. H3 other text : see h.10

Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 3 unspecified bd intravascular administration sets experienced leakage. The following information was provided by the initial reporter: material - unknown - batch - unknown. There have been three events we have identified involving bags leaking the tech is priming the bags as we instruct them to do we were told during training that the spike to be turned on the same side of the bag or parallel with the bag vs on a 90degree angle ¿ so during the dispensing it is possible that the rph on drug entry is trying the spike and that is then causing this to be loosened enough to cause this leak. I am also being told that the spike is a bit narrower that what we used to use and this too may the source of the issue.